Event description:
It was further reported that the physician used ut diamond dt/8-4/5.8t/150mmit balloon and inflated the balloon at 8-10atms when the rupture occurred. The lesion being treated was located in the iliac veins. The physician placed two 14mm wallstents to stent two vessels in the proximal thigh into the common femoral vein and managed to open up the veins and stent the lumen from the groin to the inferior vena cava. The ut diamond dt/8-4/5.8t/150mmit balloon ruptured and became stuck in the introducer during removal. The tip of the catheter and a part of the balloon was left in the femoral vein which thrombosed. The physician managed to snare and remove the tip but some of the balloon material was still left in the vessel. It was reported that the patients' condition is about the same as before the recanalisation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Complaint evaluated by MFR: the complaint device will not be returned for analysis; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information; a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and detachment occurred. During post-dilation of an unspecified stent, the ultrathin diamond balloon ruptured and a small fragment detached and remains in the patient.